Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg) telemetry could not be established with the remote monitor. Troubleshooting steps were taken to no avail. The patient was referred to the clinic. The ipg remained in use. Additional information indicates, subsequently, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.